Event description:
It was reported that during a lap gastric bypass revision procedure, after firing the device across tissue, the knife would not fully retract. They were able to remove the tissue. The jaws remained closed. After the device was removed from the pt, it was able to open. Case completed with 2 new devices of the same product codes. No pt consequence.